Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device case noted it was swollen. The device was not able to be interrogated and it did not emit tones when a magnet was applied. The device case was opened and an external power supply was connected. All normal measurements were found during this testing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis determined that the device had experienced normal battery depletion and the telemetry issue and swollen case was a result of an extremely depleted battery. The device met all specifications during testing. (B)(4).

Event description:
Guidant (now boston scientific) received information in (B)(6) 2003 that this implantable cardioverter defibrillator (ICD) device and ventricular lead system was exhibiting possible t-wave oversensing associated with failure to provide programmed brady pacing when required. The device and lead system remains in-service. The patient was discharged with holter monitoring and has been rescheduled for non-invasive device/lead follow-up. The ventricular sensitivity floor was reprogrammed to least. Boston scientific received information from a patient information verification and identification card form that this patient died in 2004. There were no allegations that a device malfunction caused or contributed to the patient's death. The device was received at boston scientific's return products department in (B)(6) 2016.